Event description:
It was reported that during insertion of a central venous catheter, the guide wire became stuck in the lumen and could not be removed. Reflux and rinsing was possible through the other lumens. However, the cvc had to be replaced. The guide wire was eventually removed by force and had been twisted within the lumen. There was no reported complications or injury to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). This event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.